Event description:
It was reported that the patient heard the lead integrity alert. The lead was oversensing, had noise, and had high but stable thresholds. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was inactivated and replaced. The patient further reported going to the emergency room due to hearing the alert, and having a fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard the lead integrity alert. The lead was oversensing, had noise, and had high but stable thresholds. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient heard the lead integrity alert. The lead was oversensing, had noise, and had high but stable thresholds. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was inactivated and replaced.